Event description:
It was reported the left ventricular (lv) lead had high thresholds. It was also reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. The lv lead and device were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the tip electrode, the distal conductor was stretched and there was blood/body fluid on the distal conductor (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking and was breached cut. There was apparent explant damage and the lead was stretched.